Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2012-03962. The pt reported experiencing heating and pain while charging her scs system. A replacement charging system was given to the pt; however, the pain while charging issue was not resolved with the replacement charging system. The pt requested that there system be explanted. Follow-up identified the pt's system was explanted. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.